Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6)2013; 0158 lead, implanted: (B)(6) 2004; 4470 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that two of the patient's left ventricular (lv) leads had high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.